Event description:
Philips received a complaint on the patient information center ix; it was indicated that the spo2 alarms are automatically turning themselves off. The device was in clinical use at time of event, no adverse event reported.

Manufacturer narrative:
The following functional and diagnostic testing was performed. A philips remote clinical application specialist (cas) went onsite and assisted the customer my dialing into the site and confirmed the customer allegation. The cas dialed into the site and searched for bed imcu16. Showed the customer that the user turned off the spo2 alarm at the pcuov01 at 0017 on (B)(6). Then they did not turn it back on until 11:59am. It showed at that time the patient was having a lot of spo2 yellow alarms from 0011-0016. Showed customer how to read the audit log and provided the information to the customer for review that the system is not malfunctioning as it¿s a user is doing this. Based on the information available and the testing conducted, the root cause of the reported problem was spo2 yellow alarms were turned off. The reported problem was confirmed. The customer was provided information. The system meets the specification for the performed service. The device remains at the customer's site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.